Manufacturer narrative:
For one event, the investigation determined the following: a rinse nozzle was bent and crashes with the cuvettes sporadically, resulting in splashes. Follow up actions for this event include: the bent nozzle was replaced. Valves were replaced due to evidence of liquid drops on the top of a cover. Precision studies were performed with patient samples, including the complained sample and results were satisfactory. For one event, the investigation determined the following: the field service engineer determined the reagent probes to be the cause. Follow up actions for this event include: all mechanics and fluidics were checked and all were within specifications. A system reagent was replaced since it was pooled. Check tests were performed before and after replacement of the probes. For one event, the investigation determined the following: there was a pinhole leak on the rinse mechanism vacuum tubing. Follow up actions for this event include: all rinse mechanism tubing was replaced. The customer ran calibration and controls; results were within the customer's specified limits. For one event, the investigation determined the following: the tube was broken on the rinse station, causing the nozzle to leak and dilute the sample. Follow up actions for this event include: the tube was replaced, which appeared to fix the issue. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events. Questionable low results were generated by cobas 8000 c (701) module analyzers. The events involved eleven patient samples with questionable results for the following assays: one for crej2 creatinine jaffé gen.2 and ten for ca2 calcium gen.2. Four patients' ages ranged between 32 and 81 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were two males and two females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.